Event description:
It was reported that during a battery replacement from a soletra to an activa sc an electrode impedance test showed a possible short circuit at electrode pair 2/3 of less than 50 ohms. All of the other contact combinations were in normal range during the test. It was noted that an electrode impedance test was taken with the soletra before the surgery and the test also showed a possible short circuit at electrode pair 2/3 of 55 ohms. The surgeon disconnected the extension and removed the battery from the pocket. He then wiped any fluids from the battery and extension and inserted the battery back into the pocket incision. The patient had the new battery implanted and was sent home. It was reported that the patient was doing well.

Manufacturer narrative:
Product ID 7495-51, serial #(B)(4), implanted: (B)(6) 2001, product type extension. Product ID 37642, serial # (B)(4), product type programmer; patient product ID 3387-40, lot # j0101928v, implanted: (B)(6) 2001, product type lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the allegation of the implantable neurostimulator (ins) depletion was "too quick" based on their knowledge of the settings. It was stated the manufacturer representative did not have all of the programmed parameters. It was stated there was an elective replacement indicator (eri). It was noted the patient was programmed monopolar with an amplitude of around 3.0v. It was stated the ins would be replaced on the day of report because it was at eri. Additional information received reported there were low out of range impedance values. It was stated the battery was replaced on the day of report and it was under two years since the previous replacement. It was stated the settings were "normal." It was noted the eri message showed 3 weeks prior to report. It was stated the end of service (eos) estimate was at 3.1 years. It was noted there was a short on electrodes 2,3 at 55 ohms.

Manufacturer narrative:
(B)(4).